Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo evaluation summary; a number of photos were received from the account. One of the photos captures the shelf carton label confirmed the product details as reported by the account. The remaining photos capture the valiant delivery system with the detached taper tip. It was not possible to determine the cause of the detachment based on the photos. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 400mm thoracic dissection. The proximal thoracic aortic diameter measured 33.8mm it was reported during the index procedure the tip of the delivery system broke during the procedure. When the physician withdrew the delivery system from the patient the tip was missing. The tip fracture was found and while still on the wire a snare was used to retrieve the tip. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.